Manufacturer narrative:
No handpiece was received for evaluation of toxic anterior segment syndrome (tass). One lot number was identified with this complaint. The device history record for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the device history record review. The product was released according to the manufacturer's acceptance criteria. A complaint history review for the lot indicates that this lot is only associated to the six tass complaints received from this one customer. Because a sample has not been returned and no lot information was provided with this complaint, the root cause for the handpiece complaint issue cannot be determined. Because the root cause is unknown, no malfunction was confirmed. Instruction on cleaning for this reusable handpiece is present with the directions for use pamphlet. All handpieces are 100% inspected by trained operators using (B)(4) magnification during manufacturing and are cleaned prior to their release. The root cause is unknown. (B)(4).

Event description:
A customer reported a patient with post operative inflammation in the left eye following cataract extraction and placement of an intraocular lens implant, that appeared to be endophthalmitis and toxic anterior segment syndrome (tass). The patient presented at his one day post operative appointment with inflammation. The patient was sent to retinal specialist for vitreous tap, and given intravitreal antibiotics. The patient's symptoms are resolving with treatment. The patient was the second case of the day. A retrobulbar block was performed and the area was prepped with a betadine prep. Surgery time was 88 minutes. Additional information received indicates that the site was contacted to schedule a site visit. The site visit registered nurse contacted the director of nursing. The director advised that the surgeon operated on the previous day with no cases of tass. They made some changes in their practices for the previous day including: the surgeon did not wear powdered gloves, the instruments no longer swished in water the surgeon used to rinse his gloves, the patients were no longer given vigamox they brought from home and a different custom pack was used. The tech who scrubbed was the same one who has scrubbed previous cases. She is an operating room (or) tech who works with him in his office and comes to the surgery center to scrub with him. Since there were no additional cases of tass, the director of nursing is hoping that these changes have remedied their problems. She declined a site visit at this time.